Event description:
It was reported by service report that the brakes were not holding properly on the stretcher and the fowler drifts when weight is applied. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other - brake cam.